Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Patient complications occurred after a procedure where this device was used. Product was used for therapeutic treatment of type 3 stress urinary incontinence and failed modified prior bladder suspension. The procedure involved harvesting of the anterior abdominal wall fascia, pubovaginal sling bladder suspension, and insertion of a suprapubic tube.